Event description:
The customer reported that two corneal burns had occurred. The surgeon made a 2.6 mm incision, and used a 0.9 mm tapered tip. The surgeon stated that 2 out of the 5 cases involved a corneal burn, and they happened on the first and fourth cases. The burns were noted to be mild. One stitch was used in all 5 patients, as the doctor typically uses a stitch. The customer stated the patients were expected to do well. This report is for one pt; for additional pt see mfg. Report #: 2028159-2008-00247.

Manufacturer narrative:
The customer did not request service. The instrument settings provided were reviewed and were determined that from the settings alone, they could not have contributed to the corneal burn. No samples were returned for eval, and no conclusions could be made from the info given. Therefore, the root cause of the reported event is unknown, and could not be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 07/03/2008.